Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "downstream occlusion" alarm was confirmed and reproduced during evaluation. Evaluation found the downstream sensor current reading was out of specification (high), and the pressure plate gap out of specification which caused the reported symptom. The downstream tubing guide was replaced to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant downstream occlusion alarm. There was no patient involvement.